Event description:
The customer reports that during a bariatric case, device did not work. No other details known. Opened new one to complete the procedure. No patient consequence. One device returning.